Event description:
On 8/96 the pt, without any previous history of asthma, began to develop symptoms which progressively got worse. On 10/27/96 while using latex gloves at work, pt developed an asthmatic reaction and ended up hospitalized for 10 days. Pt went to see an allergist who confirmed by a blood test a diagnosis of occupational asthma from latex. Pt was prescribed steroids and as a result, she developed myopathy and severe weakness. Pt is no longer working as a dr and cannot be around latex products without having a reaction.